Manufacturer narrative:
Concomitant product: product ID 3058, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported that her first implantable neurostimulator (ins) was replaced because the lead electrodes went bad. It was unknown when this occurred. No potential event causes, symptoms, or troubleshooting were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.